Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and barbed suture was used. During the procedure, the suture was used during the surgery. After unpacking, suture was taken onto the stage for suturing. When removing the needle, the doctor found that the tip of the needle was bent and the connecting suture at the end of the needle was broken. The damaged needle was immediately checked for completeness and replaced with a new one to complete the surgery. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: 1. Were there any patient consequences? 2. Was there any additional tissue damage as a result of searching for the needle piece? 3. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) -contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.